Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies detection and prevention methods for the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deformation of the plug unit. In addition to foreign material coming out due to blockage of the channel, the additional evaluation findings are as follows: the angulation in the up direction was out of standards due to wear of the angle wire; the gap of the up/down knob was out of standards due to a worn angle wire, the suction amount was out of standards due to damage of the channel tube, there were liquid leaks due to perforation of the channel tube, as well as due to deformation of the up/down and right/left knobs; the screen was partly dark due to a scratch of the charge coupled device (ccd) lens, the ccd lens had a crease and was broken, the color of the light guide (lg) lens was changed, the lg lens was broken, the adhesive part of the bending section cover was broken, the suction cylinder was deformed, the suction cylinder color ring was worn, the air/water cylinder was deformed, there was a crease in the universal cord, there was an e204 error, the lg bundle was broken, the distal end had scratches and dents, and the lenses glue was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a noisy image issue while using the evis lucera elite colonovideoscope. The issue was found during preparation for use, and the diagnostic procedure was completed with a similar device, and without delay. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was coming out due to blockage of the channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the following information was provided by the customer, in relation to device reprocessing: the scope is pre-cleaned immediately after a procedure, the scope is being leak tested prior to manual cleaning, the scope channel is brushed during manual cleaning, and there are no noted issues with the reprocessor. The other information related to reprocessing but was known or not answered by the customer.